Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited noise that was reproducible with isometrics. No intervention was performed. The patient was stable.